Event description:
Caregiver developed an anaphylactic reaction following the use of latex free gloves-required hospital admission. Caregiver with a history of a latex allergy. Lot number of gloves identified and stock pulled from use. Other latex free gloves available for use. Vendor rep notified.